Event description:
During the representative's visit ((B)(4) distributor) tubehead on the customer's equipment dropped and ended up hanging from the wires going to the tubehead. The tubehead is defective and will be replaced. No one was hurt.

Manufacturer narrative:
Gx-770 tubehead is in transit to the repair center for the evaluation. A follow up report will be submitted to FDA when investigation is complete.